Event description:
It was reported that patient underwent knee procedure on unknown date. Subsequently, the tibial bearing is worn and needs revised. It is unknown whether a revision procedure has occurred.

Event description:
It was reported that patient underwent bilateral knee procedure around twenty years ago. Subsequently, the left tibial bearing is worn and needs revised. It is unknown whether a revision procedure has occurred.

Manufacturer narrative:
This follow-up is being forwarded to relay new information received about the patient, as well as when the initial knee arthroplasty procedures were performed.

Manufacturer narrative:
It is unknown if a revision procedure has been performed. Implanted date - unknown. Explanted date - it is unknown if a revision procedure has been performed. Current information is insufficient to permit a conclusion as to the cause of the event. The product and lot identification necessary to review manufacturing history was not provided.